Event description:
The intraocular lens was loaded in the delivery cartridge upside down and unfolded in the eye upside down. The distal haptic/optic prolapsed into the anterior chamber and was difficult to flip. The proximal haptic was kinked and never straightened. The iol was repositioned the next day. However, later the iol appeared decentered and tilted. The lens was removed and replaced with satisfactory outcome.